Manufacturer narrative:
This complaint is only one of the bolus of complaints we received from this surgeon recently. Additional information has been requested but not provided. This was explanted (B)(6) 2016, the device will not be returned. No serial or lot number has been provided, therefore, a review of the lot history records for this device could not be performed. Without the return of the device or serial number, no further investigation can be performed. This is one (1) of two (2) reports submitted on this event.

Event description:
It was reported to spinal kinetics that two m6-c devices were explanted. The condition of the devices at the time of removal is unknown.